Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is currently unavailable. Awaiting device return.

Event description:
Subacromial decompression surgery - vapr electrode repeatedly sparked across shoulder joint (film) therefore stopped and changed to an arthrocare electrode (competitor product). Product returned for inspection from 2nd case. The following additional information was received via e-mail from the affiliate on 11-16-15: the event date was (B)(6) 2015 and the affiliate was alerted on 11-13-15. The procedure was delayed by 10 mins. The affiliate will attempt to obtain lot number from customer.

Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is currently unavailable.